Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the valve assembly needs to be replaced because the retention nib for the cap has broken off at the catheter end.   Verbatim: the valve assembly needs to be replaced because the retention nib for the cap has broken off at the catheter end. H- spoke to the consumer. Consumer was advised to contact his physician for the replacement kit. Replacement kit 50-7270. 13jul21 - spoke to customer - initialing called for the slow suction from bottle - upon further questions he explained that his wife's catheter leaked when attached to bottles for draining - he discovered the valve of the catheter was broken or cracked - he tried to use duct tape to help the leakage when the bottle was attached for drainage - advised that he need to contact physician for the valve replacement, that he will need to take his wife into the office for the procedure - he asked for the kit material number so that he could tell the office what to order - no pt harm.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown batch no: unknown. ¿ it was reported that the valve assembly needs to be replaced because the retention nib for the cap has broken off at the catheter end. ¿ verbatim: the valve assembly needs to be replaced because the retention nib for the cap has broken off at the catheter end. (B)(6) 2021: spoke to customer: initialing called for the slow suction from bottle, upon further questions he explained that his wife's catheter leaked when attached to bottles for draining. He discovered the valve of the catheter was broken or cracked, he tried to use duct tape to help the leakage when the bottle was attached for drainage. Advised that he need to contact physician for the valve replacement, that he will need to take his wife into the office for the procedure, he asked for the kit material number so that he could tell the office what to order, no pt harm.